Event description:
This companion 2 driver was not supporting a pt. The customer reported that the companion 2 driver was connected to wall air and wall electrical power. When the driver was powered on, it displayed a "system malfunction error" code. This alleged malfunction poses a low risk to a pt, because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining malfunctions. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.